Manufacturer narrative:
Investigation results: the complaint of needle retraction failure could not be confirmed from the 24g insyte autoguard units that were provided for investigation. A visual observation and functional test revealed no damage or defects associated with the manufacturing process. After loosening the IV catheter from the needle, the tested needles fully retracted. It is unknown if the catheters were loosened from the needles before insertion in the clinical setting as indicated in the IFU. A review of manufacturing records was performed and there were no issues during the production of this batch. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: was starting an IV on my patient. The IV needle was in the vein with positive blood return. I pressed the button to retract the needle and leave the catheter in place. The needle would not retract, nor did it allow me to pull the needle out of the catheter. I had to really pull and push to get the needle out and I almost lost the IV site and had the potential for a needle stick injury. When I mentioned this to the other nurses, 3 other nurses said the same thing has happened to them in the past week. Entire lot is affected. I was able to duplicate the issue on all devices I tested. Response 2/25/2025: please share each date of event for 3 nurses involved incidents if available. Unknown exact dates. Did different patients involve in all of the three incidents. Three different patients for the events. It was mentioned as 50 quantities affected. Please confirm the actual count used by each nurse. Unsure how many devices were used for each event. I have sequestered all of the affected lot which is what the 50 qty meant. I tested a 6 of them and all 6 did not retract when the button was pressed. Wed 03/05/2025 8:44 am please confirm if a needle stick occurred. No needle stick occurred past initial catheter placement.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.